Manufacturer narrative:
Additional information was provided in section a3a sex, b5 describe event or problem and h6 device codes. Detailed product information was not provided to bsc. It was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced acute kidney failure likely due to hemolysis. No patient complications occurred during the pulsed field ablation (pfa) procedure, which involved 98 applications using the farawave pfa catheter. Post procedure, the patient exhibited signs of acute kidney failure. The patient's creatine level went from went from 1.0 to 1.8, and the patient put out 1l of fluid overnight and additional fluids were given. Creatinine levels were 1.08 pre-op, 1.8 the morning after, and 1.87 by the evening. The patient is expected to fully recover. The following morning on (B)(6) 2025, the creatinine level was back down to 1.47 and the patient was discharged home. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported, lab results showed abnormal measurements indicating a kidney issue. No contrast was used during the procedure. The patient did not require dialysis and did not have any pre-existing kidney issues. A total of 98 lesions performed on pvi, posterior wall isolation, lateral mitral isthmus, cti, and additional focal la lesions. Fluids during the procedure was at 1.5l.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced acute kidney failure likely due to hemolysis. No patient complications occurred during the pulsed field ablation (pfa) procedure, which involved 98 applications using the farawave pfa catheter. Post procedure, the patient exhibited signs of acute kidney failure. The patient's creatine level went from went from 1.0 to 1.8, and the patient put out 1l of fluid overnight and additional fluids were given. Creatinine levels were 1.08 pre-op, 1.8 the morning after, and 1.87 by the evening. The patient is expected to fully recover. The following morning on (B)(6) 2025, the creatinine level was back down to 1.47 and the patient was discharged home. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available.